Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to an upgrade procedure from a pacemaker to bi-ventricular implantable cardioverter defibrillator (ICD), the chronic right atrial (ra) lead was tested and found to exhibited undersensing, loss of capture at 6.5v at 1.0ms and atrial pacing inhibition. An x-ray revealed that the ra lead had dislodged and was hanging in the superior vena cava. The lead was explanted and new ra lead was successfully implanted.